Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported false eri could not be conclusively determined. (B)(4).

Event description:
The device triggered a false eri indicator due to a temporary reduction in battery voltage. It is anticipated the eri will be cleared at the next scheduled follow up.